Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. This device remains in service at this time. No adverse patient effects were reported.

Event description:
This supplemental report is being filed based on explant and replacement of the device.

Manufacturer narrative:
Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.